Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result). The returned autotome rx 44 was analyzed, and a visual and microscopic evaluation noted that at the distal tip, the wire anchor was blackened and got dislodged or dislocated from distal pierce hole. The working length was also torn, and the cutting wire was kinked but not broken. No other problems with the device were noted. The reported event of cutting wire break was unable to be confirmed. Upon analysis, it was found that the working length was torn at the pierce hole, this condition could have been generated by submitting the cutting wire to tension during the handle actuation, and with the possibility of the device being energized during the handle actuation. Additionally, bowing the device without being completely out of the scope can lead to tear and displacing or dislodge the cutting wire anchor from its position. It was also found that the cutting wire was kinked but not broken. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.